Event description:
It was reported that during use on a patient for a helicopter transport, the cs300 intra-aortic balloon pump (iabp) had autofill issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the reported issue with an intra-aortic balloon attached. The logs showed evidence of a leak in the patient circuit. The stm replaced the luer fitting as a preventative measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient for a helicopter transport, the cs300 intra-aortic balloon pump (iabp) had autofill issues. No patient harm, serious injury or adverse event was reported.